Event description:
It was reported that the bronchofibervideoscope had a cross contamination and a patient was suspected to have a vre (vancomycin-resistant enterococcus) infection that was noted during reprocessing. There were no reports of further patient harm.

Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the final investigation. Updated fields: d9, h3, h6, h11 olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025 sampling from: instrument / biopsy / suction channel cfu: 1 bacterial identification: enterobacter hormaechei. Sampling date : (B)(6) 2025 sampling from: all channels cfu: n/a bacterial identification: n/a. The device was returned to olympus for inspection. The initial olympus hygiene microbiological investigation (hmi) confirmed contamination, with 1 cfu of enterobacter hormaechei detected. After reprocessing by olympus, the second hmi result was negative. During device evaluation, a leak in the bending section cover was identified. Customer hmi results and detailed cleaning, disinfection, and sterilization (cds) information were not provided. A definitive root cause could not be determined. Based on the results of the investigation, there could potentially be a correlation between the actual product/device status and cause of contamination or infection. In general, device damages could be a source of microorganisms, however, the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.